Event description:
The customer reported that the drive support cap was loose, and the insulin pump is cracked around the reservoir. The blood glucose reading was 114mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with end cap detached, scratched display window, cracked display window corner and broken reservoir tube lip. Unable to inspect drive support disk due to detached end cap.